Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise of product quality.

Event description:
It was reported that during a left internal carotid/common carotid stenting treatment procedure to post dilate the stent, "after inflate 2 times and try to pull back, the catheter shaft break on the guide wire and core shaft side." It was further reported that the physician removed the balloon catheter and guidewire together as a unit. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "stable."